Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: snaring of dislodged stent from pt. Device issue: stent dislodgement. It was reported that in a very difficult procedure, where the anatomy was extremely tortuous and heavy plaque was present. While trying to place the minivision stent, the stent dislodged. A snare was used to successfully remove the stent. It was felt that the dislodgement occurred because of the difficult anatomy. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by numerous factors. The inability to cross appears to be related to the extremely tortuous and heavy plaque within the anatomy. Potential causes of stent dislodgement may include improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Based on the case details, the reported difficulties experienced during the procedure appear to be related to the operational context of the device. There does not appear to be any indications of a product quality problem.